Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage found inside the device. Unable to test the error alarm due to the unresponsive buttons. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tub, missing end cap sticker, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the keypad of the insulin pump were not responding. Customer stated that he went swimming in salt water while wearing the insulin pump. Customer also stated receiving an error alarm on the insulin pump. Blood glucose level was 109 mg/dl at the time of the call. No further information was provided.